Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll bns had leakage. The following information was provided by the initial reporter: material: 304656; batch#: 4205643. It was reported by the customer that defective syringes - leaking. Verbatim: rcc received a complaint via email. Xxx complaint #: (B)(4). Defect description: defective syringes - leaking. Xxx part #: 153245. Product description: syringe 5ml ll bns. Vendor part #: 304656. Lot #: 4205643. Date reported: 12/8/2025. Sample received: no. Response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. 1417592-2025-00759. Additional info: the end user did not note anything unusual with the syringe. Further information regarding the leak is unavailable, as we did not get a detailed response from the end user. 1. When was this defect observed? During or before use? During use. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 3. Can you please provide an exact date of event in format dd-mmm-yyyy? 09-12-2025. 4. Total number of occurrences? 1.

Manufacturer narrative:
One photo was received by our quality team for evaluation. Based on the photo alone, the reported leak defect could not be verified as a leak was not visible in the photo. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined.

Event description:
No additional information.